Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple occlusion alarms. Blood glucose level was impacted (300 mg/dl), and was addressed with correction bolus, via the pump. Troubleshooting with tandem technical support (cts) indicated that the occlusions were due to the infusion set site. Customer stated infusion set site would be changed out. Customer declined follow-up and could not provide infusion set information.